Manufacturer narrative:
Due to character limit in e1. Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had rapid helium leak causing instability and preventing normal operation of the device. The device continued to be used, and no patient harm or injuries were reported.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site address (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : e1 ( event site city , event site address ) a getinge field service engineer (fse) was not dispatched to evaluate the unit. Despite good faith efforts (gfes), no information has been provided regarding repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.